Event description:
A user facility reported issues with 3m¿ ranger¿ blood/fluid warming high flow set tubing breaking open and splashing staff with blood. No injuries or medical interventions were required due to the alleged malfunction. The facility later reported the leaks were at the leur connections and the heat exchanger.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description provided, a likely cause is leaks at the leur connection and heat exchanger. Possible causes of leur connection leaks include loose or overtightened leurs. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. Solventum will continue to monitor.